Manufacturer narrative:
Patient information is unknown. Device is an instrument and is not implanted/explanted. A device history record review was performed for the subject device: DHR review . Part number: 338.20. Synthes lot number: h363305. Supplier lot number: h363305. Release to warehouse date: 22-dec-2017. Supplier: (B)(4). Manufacturing site: (B)(4). No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. A product development investigation was performed for the subject device: device condition: the dhs/dcs coupling screw, 338.20, was received with the distal tip broken off. The transverse break is located at the outer diameter transition, from 3.3 mm to 4.5 mm, just proximal to the base of the threads. This condition of broken is addressed in (B)(4). The broken threaded portion was received and when the fracture surfaces are aligned there is evidence of deformation at the base of the threads but it is unknown if this occurred during the reported intraoperative bending or the reported postoperative breakage. The condition of bent is addressed in this complaint, (B)(4), but cannot be confirmed. The device was also functionally tested with the returned mating guide shaft. The devices were found to assemble and disassemble but additional resistance was encountered during assembled and disassembly due to the bent condition of the guide shaft. The balance of the device shows surface wear consistent with use and which would not impact the functionality. Thus, the overall complaint condition is confirmed as the device is broken and this consistent with the reported condition. Replication of the complaint condition is not applicable as the device was received broken. Lot number review: review of the device history record(s) showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. The lot went through the required steps during the inspection at the time of manufacturing and the DHR records showed no issues concerning the material or material conditioning. Release to warehouse date: 22-dec-2017. Drawing review: the following drawings, reflecting the current and manufactured revision, were reviewed; dhs/dcs coupling screw. The outer diameter on the threaded portion of the shaft adjacent to the break was found to measure 3.30 mm which is within the specification of 3.3 mm +0.05/-0 per drawing (calipers: ca102). The inner diameter on the threaded portion of the shaft adjacent to the break was found to measure 2.58 mm which is within the specification of 2.6 mm +0.05/-0.02 per drawing (gage pins: gp29). During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. No definitive root cause was able to be determined as circumstances surrounding the event and the subsequent issues during disassembly, documented in (B)(4), are unknown. However, the returned condition is consistent with an application of exceeding off-axis force. Conclusion: although the bent condition could not be definitely concluded, the overall complaint condition is confirmed as the device is broken. A device history record (DHR) review, device inspection, functional test, and drawing review were performed as part of this investigation. There were no issues during the manufacture of the product that would contribute to this complaint condition and no product design issues or discrepancies were observed that may have contributed to the complaint condition. No new malfunctions were observed during the course of this investigation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that an initial surgery for implantation of a dynamic hip system (dhs) into the proximal femur was performed on (B)(6) 2018. During the surgery, the lag screw for the dhs plate was put in correctly, however, the plate was put in off-axis. Therefore, the plate had to be re-positioned, and as the surgeon was removing the connecting screw and guide shaft from the lag screw, the two instruments became bent (it was reported that the surgeon did not disconnect the instruments prior to taking them out) and the surgeon had to use pliers to take the instruments out. The same plate was put back into the patient without issue. A guide wire was also reported to be bent during the surgery. The patient was implanted with a lag screw, plate and three 4.5 mm cortical screws (size 36, 42 and 48 mm). There was no reported delay and the surgery was completed successfully. It was further reported that in sterile processing the connecting screw broke into two (2) pieces and the guide shaft, still in one piece, was bent trying to get them apart. This complaint is linked with (B)(4) for the post-operative event of broken/bent (connecting screw and guide shaft) instruments. Concomitant devices reported: dhs/dcs lag screw 12.7 mm thread/90 mm (part # 280.900, lot # unknown, quantity # 1), 4.5 mm cortex screw (part # unknown, lot # unknown, quantity # 3). This is report 2 of 4 for (B)(4).